Event description:
It was reported that stent deployment issue and stent damage occurred. The target was located in the ostium of the left main (lm) artery. The left anterior descending (lad) artery and the circumflex artery were wired and subsequently, the lesion in the lm was predilated with a 3.0 x 15mm emerge balloon catheter. Following predilation, a 3.0 x 32 mm promus premier¿ drug eluting stent was selected for use, advanced and deployed in the lad coming back to the ostium of the lm. The stent was inflated to a pressure of 16 atmospheres. Postdilation was performed using a 3.5mm x 15mm nc quantum apex balloon catheter in the mid section and then with a 4.0 x 12mm nc quantum apex balloon catheter. Following post dilation, it was noticed that the stent did not appear correctly apposed to the lesion site. After consultation with a colleague, the physician post dilated the proximal end of the stent using a 4.5mm x 12 mm nc quantum apex balloon catheter. Using a 'stent boost', the distal and proximal ends of the stent appear normal however the stent appears distorted and the stent struts did not cover the lesion adequately. No patient complications were reported and the patient's status is fine and stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).